Manufacturer narrative:
The ventilator was investigated on site and the reported failure was reproduced. The expiratory channel printed circuit board (pcb) was cleaned but no parts were replaced or returned for further investigation. Evaluation of the device logs could confirm the reported error. A false measured pressure may lead to higher/lower pressure or higher/lower peep than the set pressure parameters. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check. Since no parts were received for investigation the root cause cannot be determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).